Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. During examination of the right atrial (ra) lead, it was noted that there were several noise episodes. The physician explanted and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.

Event description:
New information received notes the right atrial lead had inappropriate automatic mode switch episodes due to noise. The physician explanted and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.